Event description:
It was reported that a dissecting tool broke during a surgical procedure on (B)(6) 2013. The surgeon was turning his cranial flap and the sponge wrapped around the tool and created a lot of torque on the tool. It took him awhile to get the sponge off of the tool. He continued to turn his flap and realized the tool broke. When the sales rep asked the doctor, the doctor did not feel it was the fault of the drill or the drill bit. But, it was because the sponge wrapped around the drill at such a high speed. They found the broken tip in the patient's scalp. All pieces were recovered. Overall, the patient was not impacted. It is not known if the patient was under the age of 21 or not. Initial reporter and physician's name was also provided. On follow - up it was reported that there was a slight delay from completing x-rays to determine where the missing pieces were. It was confirmed there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the condition of the tip edges indicates that the tool was not pushed hard enough to contact leg of the af02 while rotating. Extensive cut testing with the f2/8ta23s burs indicates that this tool cannot sustain the same cutting pressure as a non - spiral f2 tool. (B)(4).